Event description:
Procedure date: (B)(6) 2012. According to the reporter: the piece of pco9 was implanted on (B)(6) 2012. At this time the end of the absorbatack shaft went through the center of the mesh. The mesh was sewn together with a permanent suture. Patient was informed after surgery. Patient returned with a recurrence through the middle of the mesh ((B)(6) 2012) where the original tear occurred. Mesh examined and tissue in-growth was verified throughout mesh. Bard ventralex used to cover hole in the middle of parietex mesh. It did result in the need for a second procedure. Mesh was sutured back together with permanent suture. This did not cause more than 250cc of blood loss. The case was not delayed more than 30 minutes.

Manufacturer narrative:
(B)(4).